Event description:
It was reported that the patient experienced a vibration on (B)(6) 2010. On (B)(6) 2010, the lead exhibited impedance of 180 ohms and loss of capture. A chest x-ray revealed the lead had dislodged. The patient was -stable- so the lead was electrically abandoned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - vibration.